Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) detected fault code # 7 (an isolation digital signal processor dsp error detected by software) logged over 12,000 times. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d4. A getinge field service engineer (fse) evaluated the unit and observed fault code # 7 (an isolation digital signal processor dsp error detected by software) logged over 12,000 times. Fse replaced front end board (0670-00-1164) as precaution and calibrated the helium transducers. Fse completed pm and performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint, 0670-00-1164, front end pcba. This part was received with a reported unit failure message of fault code# 7 12000 times. Performed visual inspection of this part received and part looks to be in good condition. Installed the front end pcba into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of fault code# 7 also, did not observe in fault logs. Front end board passed testing. Sending board to the supplier as per procedure (B)(4): 0670-00-1164 sn: (B)(6) front end pcba will not be sent to the supplier the root cause for the error code 7 failure is excessive propagation delay within the communication between the isolated processor (u34) and the non-isolated processor (u108) which causes the data to arrive late and violates the minimum setup time of 35ns which is needed for u34, texas instruments p/n tms320f2808pza.

Manufacturer narrative:
Due to character restrictions in block e1. The full initial reporter name is (B)(6). Full event site name is (B)(6). Updated fields: b4; g1 contact person ¿ mfg site. Corrected fields: d5; d9; d8; h6 investigation conclusion. It was reported that during preventive maintenance (pm) getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had fault code #7. There was no patient involvement. Fse evaluated the unit and observed fault code # 7 (an isolation digital signal processor dsp error detected by software) logged over 12,000 times. Fse replaced front end board (0670-00-1164) as precaution and calibrated the helium transducers. Fse completed pm and performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint, (B)(4), front end pcba. This part was received with a reported unit failure message of fault code# 7 12000 times. Performed visual inspection of this part received and part looks to be in good condition. Installed the front end pcba into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of fault code# 7 also, did not observe in fault logs. Front end board passed testing. Sending board to the supplier as per procedure (B)(4). The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 21 sep 2023. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1164 sn: (B)(6) front end pcba. This part was received with a reported unit failure message of fault code# 7 12000 times. Performed visual inspection of this part received and part looks to be in good condition. Installed the front end pcba into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of fault code# 7 also, did not observe in fault logs. Front end board passed testing. Sending board to the supplier as per procedure (B)(4). Pn: 0670-00-1164, sn: (B)(6) front end pcba will not be sent to the supplier the root cause for the error code 7 failure is excessive propagation delay within the communication between the isolated processor (u34) and the non-isolated processor (u108) which causes the data to arrive late and violates the minimum setup time of 35ns which is needed for u34, texas instruments p/n tms320f2808pza. (B)(4) (B)(6) 2024.